Event description:
The home care dealer reports that the monitor did not alarm for an event where the family member found the patient turning blue and not breathing. CPR was administered and the patient turned out fine. While the monitor was being analysed by dealer, the download from memory was found to be unusual in that events could not be recorded properly.